Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - this was a revision of previous case. Previous case was used as a cement spacer for the patient's previous infected knee. This removal of the parts were planned.